Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. D4: UDI#: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(6), and a 2:1 ratio cutter, serial number: (B)(6), for evaluation. Product review of the skin graft mesher by zimmer biomet on 25 june 2019 revealed that the comb was bent and the outside was dented. The pretest could not be performed due to the bent comb. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the comb. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The device cutters (1.5-1 sn: (B)(6) and 2-1 sn: (B)(6) both produced passing cuts. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the damaged to device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the mesher is being used between minor surgery clinic and or mesher was reported broken. The customer noticed that the comb plate was bent and one of the metal thread on that comb plate was missing. No adverse events were reported as a result of this malfunction.